Event description:
It was reported that the one way valve was attached and vacuum drawn. However, during the sheathless insertion. Resistance was met. As a result, the iab was removed and another used without further difficulty. There were no reported pt complications.